Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus remains implanted and active and a tandem cuff was implanted. The patient was stable following the procedure.